Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent planned endovascular treatment of a infrarenal abdominal aortic aneurysm (aaa) measuring 7cm in diameter and was implanted with gore® excluder® conformable aaa endoprosthesis devices and gore® viabahn® vbx balloon expandable endoprosthesis devices. The patient tolerated the procedure. On (B)(6) 2026, follow-up ultrasound determined right limb device occlusion with no visualized endoleak. On (B)(6) 2026, review of the patient¿s follow-up computed tomography angiography (cta) performed on (B)(6) 2026, showed a decrease in diameter of the aaa and an occlusion of the right iliac artery device. On (B)(6) 2026, the patient underwent explant of all gore devices and placement of a dacron graft. The patient tolerated the procedure.